Manufacturer narrative:
Insulin pump had a broken reservoir tube lip, cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and shifted end cap sticker.

Event description:
Customer reported that a plastic piece around the reservoir lip was broken off and the reservoir was moving around. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.